Event description:
The following physician received a home monitoring alert for an out of range rv pacing impedance. A lead fracture is suspected. The pt is scheduled for a lead revision. Should additional information becomes available, this event will be updated.